Manufacturer narrative:
Other, other text: returned device was received damaged; cracked front and rear housing. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump displayed the following error code: lec 1720. The product problem was observed during testing. There was no patient involvement.